Event description:
A report was received involving the allen wrench in the kit containing cc1. P1 and the ip2 introducer. The report was described as follow; the allen screw on the depth adjustment collar of the drill bit is either too large or the allen wrench used to adjust the collar is too small. The problem was found prior to insertion in the patient. Two packages were opened and both had issues with the allen wrench. The physician had to call the biomedical technician to bring their allen wrench set, have it sterilized and then use on the catheters. There was a delay of approximately 45 minutes. Eventually, the surgeon was able to use one of the catheters after the biomedical technician was called. The patient did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.